Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the rgdloop adjustable stnd suture device broke off upon tightening. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported during the surgery of acl reconstruction, the suture bridge was broken off. No additional information could be provided. Only the trial suture was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and the photo provided by customer. The visual inspection revealed that the suture trial was still in the plate and no anomalies found in it, the photo provided by the customer showed a short piece of white suture still attached in the cortical implant, but it was not received for evaluation. No other anomalies were observed with the returned plate. A manufacturing record evaluation was performed for the finished device lot number: 6l73570, and no nonconformances were identified. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of 99 devices that were released to distribution. Based on the photo analysis, this complaint can be confirmed. The pull test cannot be performed due to the broken suture was not received for evaluation. No further procedure information was provided to determine at what point in time this failure occurred. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. As per IFU 111882 the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.